Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on the information provided, oste evaluated the generator to meet the specification regarding error e006. The error message was likely caused by a defective foot switch and/ or cable; however a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): a suitable replacement device must be provided during an application. E1/establishment name: ankara univ. Faculty of medicine. Iibn-ii sina hospital. Added here due to character limitation in respective field. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the electrosurgical generator received an e006 error. The issue occurred during reprocessing of a therapeutic transurethral resection of the prostate procedure. The procedure was completed using a similar device. There were no reports of patient involvement.